Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but does not reflect full investigation window. Problem could not be confirmed. The root cause could not be determined as data does not reflect full investigation window.